Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a patient with a 21mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement after an implant duration of six (6) years due to increasing gradients secondary to patient-prosthesis mismatch. Intraoperatively it was noted that the 21mm 3300tfx valve looked perfect with no calcification. The valve was explanted and replaced with a 25mm 11500a valve.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The most likely cause is procedural factors.